Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer was treated with insulin pump. The customer did not mention any symptoms. Customer states that the insulin pump received off no power alert without low battery warning. Customer was advised the insulin pump will need to be replaced and the customer may continue to wear pump until replacement arrives if they insert a new battery. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. Insulin pump received with normal operating currents. No unexpected battery power loss and off no power alarm noted. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.